Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
(B)(4): patient had revision surgery of his right total hip replacement after only 5.5 years because of instability and fear of dislocation. This was right around the time of the announcement of the cocr femoral head recall by the manufacturer, stryker orthopaedics. The patient turned out to have an affected device but it was not known at the time so tests for metallosis were not done. Also noted that there is corrosion visible within tapered hole of femoral head.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding corrosion involving an metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the subject device has been identified to be within scope of a CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of the CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
User facility report # (B)(4): patient had revision surgery of his right total hip replacement after only 5.5 years because of instability and fear of dislocation. This was right around the time of the announcement of the cocr femoral head recall by the manufacturer, (B)(4). The patient turned out to have an affected device but it was not known at the time so tests for metallosis were not done. Also noted that there is corrosion visible within tapered hole of femoral head.